Manufacturer narrative:
The lead remains in use. X-rays were provided of lead position after the migration event. The root cause of the migration event is not able to be definitively determined. The evoke scs system surgical guide details risks associated with surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes."

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. A lead migration was confirmed via x-ray imaging. A revision procedure was completed to reposition the lead. Following the revision, the patient was programmed in closed loop and is receiving adequate therapy.